Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After the procedure prior to discharge the patient experienced a stroke. The patient was kept overnight for imaging and observation. A head CT, head/neck angio CT, brain MRI, and transcranial doppler were performed. No treatment was administered. The patient was stable and was discharged. There were no performance issues with the device.